Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 431 mg/dl. The customer was experiencing unexplained high glucose for the past five days. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the insulin has been exposed to extreme temperatures. During testing found that the reservoir and the infusion set were not connected using proper technique. The customer stated that she does not remove the plunger from reservoir prior to filling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.